Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection noted that the device header was slightly separated from the device case and the proximal rv seal plug was found to be separated from the device and was returned unattached from the device. The cause of separated seal plug was isolated to inadequate seal plug adhesion. Manufacturing enhancements have been implemented to make the header bond more robust and to increase the robustness of setscrew seal plug adhesion.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a history of reconstructive surgery in the breast area. During an unrelated procedure, upon opening of the device pocket, a seal plug was observed to be missing from the device header. The seal plug was found in the device pocket and was successfully removed. The device was explanted and replaced. No adverse patient effects were reported.